Event description:
Arjo was informed about the event with the participation of the maxi sky 2 ceiling lift and classic line 2 bath. After lowering the patient to the bath, the patient was left unattended. The patient who was mentally and physically disabled person drowned in the bathtub. No malfunction of arjo devices that could contributed to this event was currently identified. This report is related to involved maxi sky 2. The report for classic line 2 bath is submitted under importer reference number: 1419652-2023-00058.